Event description:
It was reported that smiths medical ventilator had auto manual control did not work. No adverse patient effects were reported.

Manufacturer narrative:
Other, other text: investigation completed on a smiths medical ventilators/pneupac ventilators vr1 standard . The complaint of auto manual control does not work was confirmed. This was isolated to a valve. Repair summary included: replaced faulty momentary valve assy and installed service kit part# (B)(4). Performed pm testing, cleaned and affixed service label. Additional information revealed no patient involvement h6 updated.

Event description:
Device evaluation h10 with additional information of no patient involvement.